Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26834. The patient has a pns system (off-label use) which includes three leads from the same lot (3234946). It was reported the patient experienced a biting sensation at the peripheral lead (off-label use) sites. Surgical intervention is pending to address this issue.